Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a thin flap on a patient's left eye following lasik flap creation. A bandage contact lens was placed in the eye due to flap issue. Upon follow up, reporter indicated the patient's vision is improving, but is a slow healer and is continuing to be monitored. Additionally, a bandage contact lens is no longer in use.

Manufacturer narrative:
During onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse checked device and found all normal. Fse successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is (B)(4).